Event description:
The customer reported fluid leaked and modular chemistry level sense errors when processing samples with a cap involving unicel dxc 800 synchron system. The customer replaced the wick and indicated the blade is new. The customer noted the auto gloss bottle was one half full and was able to rime the auto gloss. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the incident. The customer has an exposure control management plan at the facility. No erroneous patient results were generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) examined the system and replaced the auto gloss tube assembly to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).